Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on 06/05/2013 concurrently with lavh, insertion of stents and placement of fascial sling. It was reported that the patient underwent revision on (B)(6) 2014 and takedown of fascial sling due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 6/10/2016. It was reported that following insertion the patient experienced urinary tract infection and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, and pop. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was also reported that on 06/04/2013 patient underwent mesh removal due to erosion.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.